Event description:
It was initially reported that patient was unable to adjust the stimulation on their implantable neurostimulator (ins). It was noted that the patient observed a ¿call doctor¿ icon message on the patient¿s programmer unit when they attempted to turn the therapy on. In addition, it was also reported that the patient¿s ins recently had an overdischarge condition. A physician mode recharge (pmr) procedure was performed and it was noted that the patient charged consecutively for 3 days but was unable to turn therapy on. The patient also reported a power-on-reset (por) condition. Follow up information received on (B)(6) 2010, reported that the patient¿s ins was replaced on (B)(6) 2009 and that the lead and extension components were replaced on (B)(6) 2009 which resolved the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# j0437133v, implanted: (B)(6) 2005,explanted: (B)(6) 2009, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).